Event description:
Reporter indicated that vns pt developed an infection post-implant. It was reported that after implant, one of the veins in the area of the generator got nicked, resulting in a hematoma at the generator site. It is unclear at this time how the vein was nicked or whether the vein was nicked during the implant surgery or after the pt was discharged to home. The pt returned to the implanting hosp and was hospitalized for 1 or 2 days , at which time "they fixed this problem", but that the site then became infected and swollen to the size of a softball while very warm to the touch and blood-colored. The pt reportedly returned to the hosp, at which time the implanting surgeon "fixed the infection". Implanting surgeon reported that the pt was seen sixteen days post-implant at which time pt was suffering from swelling and tenderness at the generator site. The pt was given an injection of rocephin and started on 10-day course of keflex. Ten days later, the pt contacted the surgeon and indicated that pt did not think their condition was improving. The pt was then hospitalized for IV antibiotic therapy (unssyn) for 48 hours. It was reported that the pt's condition showed significant improvement of resolved cellulitis and that the infection was nearly resolved upon discharge. The pt was discharged and placed on oral augmentin, but did not show up for their follow-up appointment nine days later. When the surgeon's office called to check on the pt's condition, the pt reportedly indicated that the infection had resolved and that pt was doing well. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.